Event description:
It was reported that this artificial urinary sphincter (aus) stopped working due to fluid loss. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Manufacturer narrative:
D6a implant date is approximate based on the patient having the implant for 6 years.

Manufacturer narrative:
D6a implant date is approximate based on the patient having the implant for 6 years.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working due to fluid loss. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.